Manufacturer narrative:
(B)(4). Eval summary: the handpiece was received in good physical condition. The hand piece was evaluated with a test instrument and an error code 7 was displayed while testing it with a generator. The instrument was disassembled to inspect internal components and evidence of moisture ingress and a torn acoustic isolator was found. Internal electrical testing revealed a short circuit condition at the cable level, affecting the hand piece in such way that made it non functional. No conclusion could be established as to what to have caused the cable condition. The torn acoustic isolator condition is not related to the error 7 displayed during functional test.

Event description:
It was reported that during an unk procedure the device was not working. There were not details provided. There was no pt consequence.